Event description:
Related manufacturer report number: 3006705815-2022-14319. It was reported that the patient lost therapy. It was noted that the patient's lead was fractured and had high impedances, and that the patient's lead was pulled out. As a result, the patient had their ipg explanted.

Manufacturer narrative:
The unique device identifier (UDI) is not provided because no batch number was given.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.